Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down arrow button was not moving. Customer reported that the numbers were no longer ramping on screen and scroll bar was not moving without any input. Customer was unable to access the screen. Customer reported that they had this issue for sometime. Customer was able to clear the alarm. Customer reported that the buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.